Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) regarding the patient. It was reported that the cause of the implantable neurostimulator (ins) not working and the loss of stimulation had been that the patient was utilizing an improper recharging technique. The battery was charged properly and it was working well. The hcp reported that the lack of stimulation and pain had been resolved. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2017, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of peripheral neuropathy and spi nal pain. It was reported that the patient had a ¿big problem¿ and that their ins no longer works. The patient reported that the charge level is not depleting as expected. The patient also reported that they can no longer feel stimulation in their foot where the therapy is meant to help with the pain despite increasing the amplitude of the stimulation. The patient reported that they are having severe pain the foot and they can't cover their feet with bed covers or wear closed-toe shoes. The patient was taking gabapentin to help with the pain. The patient stated that they cry at night and can't sleep. The patient met with a manufacturer representative for a reprogramming session and it was determined that one of the leads that provided stimulation to the leg had broken. It was reported that the patient was going to have the system removed on (B)(6) 2018 but were unable to because their insurance company denied it. Additional information was received from the manufacturer representative. It was reported that the manufacturer representative was not aware of the lead being broken. The manufacturer representative mentioned that after meeting with the patient, it was determined that both of the patient's implants were working fine and the patient just needed to be educated on how to charge and use their devices. No further complications are anticipated.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6): product type lead product ID 977a260 serial# (B)(6): product type lead h6: fdd updated to remove codes that are no longer applicable and fdc was corrected to the correct code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.